Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one depth gauge (part # 319.006, lot # unknown) was received for evaluation. Only the internal slider body and needle probe were returned. The device shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. No new, unique, or different patient harms were identified as a result of this investigation. The calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. The exact cause could not be identified. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. Other number¿UDI: (B)(4) lot number unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If a lot number is identified, a device history record review will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the back-table set up for a surgery on (B)(6) 2016, it was determined a depth gauge was found with the tip broken during instrument inspection. The patient was not in the room or under anesthesia; therefore, there was no patient involvement. There was no reported surgical delay due to the reported event. This report is 1 of 1 (B)(4).